Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced difficulty pairing the ilet to a cellphone, with the app displaying ¿no ilet found,¿ and was initially unable to start a freestyle libre 3+ sensor. The issue was consistent with a failure to read an input signal associated with the device¿s bluetooth communication handled by firmware. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a potential new or unknown interferent affecting pairing behavior, with the problem characterized as a failure to read an input signal and the relevant component identified as firmware. After deleting and reinstalling the app, the user successfully logged in, paired the ilet, and scanned the sensor. It was concluded, based on previously established findings for similar reports, that the cause was unable to exclude a device problem.